Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pauses on electrograms (egm), ventricular tachycardia (vt) and 2° atrioventricular block. This was suspected to be due to oversensing noted on the right ventricular (rv) lead. Oversensing was also noted on the right atrial (ra) lead. The leads remain in use. No further patient complications have been reported as a result of this event.